Event description:
It was reported that during service evaluation the renasys go device failed to generate and control negative pressure due to a defective pump. No patient involved.

Manufacturer narrative:
H10. H3, h6: the device, intended for use in treatment, was returned for evaluation. A visual inspection reported defects to the outer case. The functional evaluation reported that the device could not generate alarms under expected conditions, establishing a relationship with the event reported. The root cause was identified as a pump failure. A review of manufacturing records for the reported lot/batch, found no non-conformances or anomalies during production. The device/product met all specifications upon release into distribution. Complaint history for the reported event have been reviewed, revealing further instances. This investigation is now complete with no further actions deemed necessary. However, we will continue to monitor for any adverse trends relating to this product range.